Event description:
It was reported that during the procedure, a leak was noted on the arm of the stopcock tube when attempting to flush the sheath. Air bubbles were noted when the lasso 20mm circular mapping catheter (manufacturer unknown) was inserted into the sheath. Another device from the same reorder, different lot was used to complete the procedure with no consequences to the pt.

Manufacturer narrative:
The device was not returned for eval and review of the device history record was not possible as the lot number is unk.